Manufacturer narrative:
A review of lot file a305 was performed. There were no nonconformances or alarms associated with this event type reported for this lot. This lot met all release requirements. A review of complaints received for lot b305 was performed. There were two other complaints for cracks in the photoactivation module leak reported to date for this lot. No trends were detected as no kits had been returned for eval. (B)(4). Feedback: field engineer cleaned the photoactivation chamber and performed a system checkout as verification. Repairs have returned this instrument to expected operation. This assessment is based on the info available at the time of the investigation. The customer did not return the product for investigation. Therefore, no root cause for the leak could be determined based solely on the info provided by the customer. No further investigation will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
The customer reported a photoaplate leak during treatment procedure. Name of complainant: same as reporter. Customer initially reported return bag air detected alarms but elected to continue treatment. Upon follow up, the customer stated that photoactivation had completed and she was preparing to return the treated cells manually to prevent any air from the return bag from being returned. As the customer was removing the kit and preparing to manually return the blood/blood products, she opened the photoactivation door and noticed blood/blood products leaking into the photochamber. Customer removed the photoplate and noticed a large crack in the middle of the photoplate. Customer advised that she did not return any blood/blood products to the pt. Service order# (B)(4) was dispatched to inspect the instrument. The customer did not return the product for investigation.